Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the cartridge due to the tubing being pulled. Reportedly, the cartridge had been in use for 4-5 days. A supply change was performed resolving the issue. Customer's blood glucose level was approximately 300 mg/dl.